Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0mg9k, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device moved around all the time. The patient got up and down and could feel it moving around. One time they got a sharp pain, reached back, and felt the device slipping in their body. The patient had not lost any weight. The patient had stimulation in the wrong location. The more they worked or walked, the more they felt the fluttering over in the right butt check, which wasn¿t even where the device was at. The device was on the left. The patient had been bedridden for almost a year and while they were bedridden, they didn¿t feel any of that. Since they had gotten up and started walking they had the fluttering. Previously the fluttering was more vaginal and rectal and the patient only felt stimulation if they increased. Now they felt it every time when they got up and walked. When the patient saw their physician¿s assistant (pa) the voltage was changed and they said ¿try this and we will see you in 6 months.¿ since they put the second device in, the patient had gone back to their health care provider (hcp) and told them about the pain, but so far their bladder had been pretty darn good. The patient was told that this was not their issue and they were just about the bladder. The patient had blood clots from their groin to their ankle and needed to see another hcp for that. The patient had had extensive issues and was concerned that people needed to know how to turn off the implantable neurostimulator (ins). Training a person how to turn the ins off was not good because it wouldn¿t always be the same person. The patient needed some kind of form detailing how to turn the device off in case of an emergency. The patient didn¿t want to be on the line and getting electrocuted or something and them not being able to turn it off. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report #3004209178-2014-16611 for the patient's issues with their first system.